Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure for osteoarthritis (oa) it was observed that when the instrument set was opened from the sterile wrap, a foreign material was observed between the instrument case and the wrap. It was reported that due to a concern regarding sterility, only the products of the sizes planned for use within the instrument case were re-sterilized onsite. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.